Event description:
The patient reported, that she had an infection with a dull ache at the neurostimulator site. She stated, that her primary hcp had provided unspecified antibiotics and the pain had gone away. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
.